Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm and right internal iliac artery (iia) aneurysm with gore excluder aaa endoprostheses. The right (ipsilateral) iia was embolized and intentionally covered with an iliac extender. Immediately after the procedure, the pt experienced right leg claudication, which has not resolved.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.